Event description:
It was reported that they were getting an error code 100 losing the image; this caused the patient to be re-exposed. It was determined that there was a loose connector in the brick assembly. Once this was reseated, the system is working as intended.